Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and also state that the insulin pump had sometimes to press act button more than once. The customer¿s blood glucose was 52 mg/dl to 380 mg/dl at the time of incident. The customer reported that the insulin pump had scratches on screen and random no delivery alarms. The customer did not provide details regarding symptoms and treatment of low blood glucose. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will not be returned for analysis.